Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c813. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.,it was reported that: would not reverse button force, difficult to open, unintentional activation, would not fire. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic colon resection, after several firings, the device was closed on tissue and it fired by itself. The device locked out. The reverse button was tried and it did not work. The reverse button was tried and it worked after the blade was fully retracted. The procedure was completed with a second device with no patient consequences reported.